Manufacturer narrative:
The reported device was returned to karl storz for evaluation. Per initial visual inspection of the device, a movable part of the mouth was found to be broken off at the distal end. Excessive force might have caused the mouthpiece to crack at the distal end. It is possible that the failure was due to the age of the device (manufacturing dated in may 2017) and a certain amount of force combined with the corresponding reprocessing cycles the jaw part is broken. Therefore, it is important to follow the IFU. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps insert broke during the roux-en-y procedure. The broken piece(s) were removed with a small bowel grasper. There was minimal delay to the procedure due to retrieving the broken piece(s). There was no report of injury to the patient. The grasper was sterilized before use.

Manufacturer narrative:
Follow-ups were made to obtain reported grasper for evaluation. The grasper is still pending to be sent back by the facility. Once reported grasper is returned and evaluated, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).